Event description:
On (B)(6) 2011, rapidstrand iodine (I-125) seeds model 7000 lot 82597952 were supplied to a user facility for a brachytherapy implant procedure. Before implantation, the calibration strand was assayed and activity found to deviate from label by 8.3%. The facility disassembled one needle from the order and assayed the seeds therein, finding them to be within 3.9% of stated activity. Based on this they concluded that the calibration strand was incorrect and that the supplied implantation seeds were correct. The treatment plan was adjusted and the facility proceeded with the implantation without incident.

Manufacturer narrative:
In response to a prior product complaint, all orders processed on the same day were reviewed. This review identified the probability that calibration strands had been swapped between orders and the present reporter advised accordingly. Eval summary: the mfg facility determined that a tech had broken standard operating procedure (sop) by loading two orders simultaneously and that in so doing had inadvertently switched the calibration strands between the orders while correctly loading the therapy seeds into the needles. Corrective actions comprised (B)(4). Since the therapy seeds were of the correct activity, and since the facility was able to perform the implantation, this malfunction did not cause or contribute to an adverse pt outcome. Were a malfunction of this type to recur (incorrect calibration strand activity with implantation seeds of correct activity), the MFR is of the opinion that it would not cause or contribute to death or serious injury.